Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the red alarms were not showing on the central. No adverse event was reported.

Event description:
The customer reported the red alarms were not showing on the central. The device was in use monitoring patients. No adverse event was reported.